Event description:
The user facility (B)(4) reported that after performing a preventative maintenance (pm) service and calibrating the pressure transducers on the device the device is alarming"circuit disconnect" & "circuit occlusion".

Manufacturer narrative:
The user facility (B)(4) determined that the most likely cause of the reported event was a malfunction gas delivery engine (gde). At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Manufacturer narrative:
The user facility responded to a carefusion request for additional information and provided the following information. The user facility biomed informed carefusion that the problem disappeared after recalibrating all of the device¿s pressure transducers. The user facility biomed also informed carefusion that the device was then ran thru the operational verification procedure (ovp) per the service manual and the device passed all of the tests.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Additional information: z-1609-2015.